Event description:
The customer reported that while the unit was in use on a patient, helium leaked from the unit leading to the replacement of two tanks (of helium). The patient was switched to another unit and therapy was continued. No patient injury was reported.